Event description:
It was reported that the pump was found to have an error code 114, and missing cartridge cap and battery cap. No patient injury was reported, findings occurred during recertification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is the patient/consumer. No information provided to date.

Manufacturer narrative:
The model number was not documented, in the initial report. The report source was incorrectly documented to be a user facility, in the initial report.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact, and no physical damage. There was no evidence of error in the event history log, however, during power up the device was found to have a system fault error code on the screen display. The error code indicated a faulty motor. The allegation was confirmed. The system fault error was due to a faulty motor. It was recommended to replace the motor was corrective action. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).